Event description:
I used fixodent approximately 2007 to 2009. I still use the product. I have experienced numbness and tingling in my legs and arms. I am in the process of having a blood test done. There are times that I can walk 2 blocks. Dose: denture cream. Frequency: 2 x daily. Route: oral. Diagnosis: denture adhesive cream. Event abated after use stopped: no.